Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the trunk cable was cut. The cause of the incoming test failure is a short within the trunk cable. The cause of the short is cuts along the trunk cable. The root cause of the damage is likely physical abuse. No adverse event resulted from the defective connector. The last patient to use this belt did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) failed the incoming pulse lead hi-pot test. The last patient to use this belt did not report any deficiencies.